Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 88mm in diameter abdominal aortic aneurysm. The proximal neck was 22-19 mm in diameter and 17 mm in length. The right common iliac artery (access side) measured 13-12mm in diameter and the left common iliac artery measured 11-12-17-19mm in diameter. It was reported that during the index procedure, when deploying the main body, the contralateral leg could not be fully deployed in the vessel which was stenosed by calcification (approximately 20 mm) which did not allow the guidewire to cannulate the contralateral limb. Despite attempts using pull-through technique and a micro guidewire, the contralateral limb remained undeployed. The physician decided to embolize the common iliac artery using vp2 (plug) and performed a fem-fem bypass. Per the physician, the cause of the event was related to the patient's vessel morphology (difficult vessel shape and stenosis in common iliac artery approximately 20mm). No additional clinical sequelae were reported and the patient status was reported as unknown.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.